Event description:
The home pt's relative contacted the customer service center regarding a transfer set did become disconnected from the blue port end of the transfer set and the connective tubing. They had stated that the home pt had noticed while they were in bed, and their clothes started to get wet. Although prophylactic antibiotics were administered (cephalaxin orally), there was no pt injury indicated at the time of the initial report.